Manufacturer narrative:
Device remains implanted.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, december 23rd, 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, explantation surgery is planned, however has yet to occur. Implanted device remains.